Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a proximal pressure sensor auto zero failed error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they confirmed the error code in the event log of the device. The rse recommended that the customer perform the following troubleshooting steps: verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal autozero solenoids 3 and 4, and finally replace the da pcba. The customer stated they would attempt the troubleshooting steps. This investigation is ongoing.